Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist resent the load and count messages for the device. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not communicating, medications physically loaded were not reflecting on the device the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.